Event description:
During a simplicity-iii denervation procedure, the generator alarmed and was unable to reach temperature. The probe and adapter cable was exchanged, but the issue persisted. The procedure was unable to be completed due to this issue. There were no patient consequences. The generator was replaced and the issue was resolved.

Manufacturer narrative:
One nt 2000ix neurotherm rf generator was received for analysis. Ac power was applied to the rf generator and the system was powered on successfully. The problem mentioned in the event description was not reproduced. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified.